Event description:
It was reported the right atrial (ra) lead was fractured. The ra lead exhibited high impedance and high thresholds the ra lead was explanted and replaced. After the ra lead was removed from the pocket, it was noted that the insulation was broken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694958 implantable tachy lead implanted: 2005-(B)(6), product ID d224drg implantable cardioverter defi brillator implanted: 2011-(B)(6). (B)(4).